Event description:
The user reported that part of the wire coating was missing from the wire. The user experienced difficulty when moving the wire. After removal, it was identified that part of the wire was missing. The wire was replaced with a new wire. The user reported that no pieces of the wire coating broke off in the patient. No harm or injury to the patient was reported.

Manufacturer narrative:
One device was received for evaluation with the organal packaging. The device was inspected under magnification and 12.5cm of the coating was missing from the distal tip of the wire. There was a slight elongation of the coating on the wire prior to the fractured area indicating the coating was stretched prior to fracture. The complaint was confirmed. The root cause of the damage to the wire could not be determined. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
Device evaluation: one device has been returned for evaluation. The evaluation is currently in process. A follow up report will be submitted when the evaluation has been completed.